Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight. On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, 1 month 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue / fatigue"), weight increased ("weight gain"), nausea ("nausea"), allergy to metals ("allergic reaction to nickel / nickel allergy") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infection"), vaginal odour ("vaginal odor"), depression ("depression") and pyrexia ("fevers"). The patient was treated with metronidazole (protostat), fluconazole (diflucan), doxycycline and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, menstrual disorder, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, vaginal odour, dyspareunia, depression, fatigue, weight increased, nausea, pyrexia and allergy to metals was resolving and the pelvic infection and weight fluctuation outcome was unknown. The reporter considered allergy to metals, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic infection, pelvic pain, pyrexia, vaginal discharge, vaginal infection, vaginal odour, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.4 kg/sqm. Hysterosalpingogram - on (B)(6)2011: confirming full occlusion of fallopian tubes approximate weight at the time of essure placement was 110 lbs most recent follow-up information incorporated above includes: on (B)(6)2018: pfs was received. New reporter was added. New events pelvic infection and weight gain/ loss were added. On (B)(6)2016, patient underwent total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Treatment drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal odor"), dyspareunia ("painful intercourse"), depression ("depression"), fatigue ("chronic fatigue"), weight increased ("weight gain"), nausea ("nausea;"), pyrexia ("fevers") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, menstrual disorder, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, vaginal odour, dyspareunia, depression, fatigue, weight increased, nausea, pyrexia and allergy to metals was resolving. The reporter considered allergy to metals, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pyrexia, vaginal discharge, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.